Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 01-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018, reporting that the patient elected to have their ins replaced for the shorter one-hour recharge interval. It was indicated that the ins was dead before the case so the rep could not check the pre-operative impedances. It was reported that the 0 through 7 contacts had out of range (oor) electrodes. It was stated that the patient had developed a lot of scar tissue according to the doctor today ((B)(6) 2018), which they stated could result in a high impedance issue. An image of the clinician tablet screen was sent showing the impedances readings, displaying how all 0 through 7 electrodes except for electrode 4 showed ¿do not use¿. It was reported tha the patient got excellent coverage with their program post-operatively. They avoided the oor electrodes to get optimal coverage. On 2018-07-09, additional information was received from the patient reporting that they had poor coupling with recharging and recharging was taking too long to charge. The patient stated they had a new ins put in last tuesday, because the ins was taking them 23 hours to charge. No symptoms were mentioned. The event date was asked but was unknown, it was just stated it had been occurring for a while and it just got worse. No further complications were reported/anticipated. See related event in regulatory report # 3004209178-2017-08318.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that they did an impedance check and 0-7 showed all red and not being used. The rep reported that the patient sometimes gets some chest tightness while using stimulation and doing too much. The patient's new managing physician instructed the patient to run it a little lower.

Manufacturer narrative:
Product ID 97714 serial# (B)(4) implanted: 2015-07-16 explanted: (B)(6)2018 product type implantable neurostimulator product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was seen in the office today and needed a stimulation adjustment to cover their left side. All contacts on lead 0 through 7 had out of range impedances, excluding 4 and 6. Lead 8 through 15 impedances showed 40,000, but were still green. Reprogramming was done but oor was reached very quickly around 2-3 ma. The rep stated they were able to capture both the right and left side tingling, programming both leads and set the intensity with adaptive stimulation settings. The rep instructed the patient that they would not be able to increase stimulation using their programmer. If they needed less they could decrease stimulation, but they would not be able to increase it. It was unknown if there were any contributing factors that led to the issue, and it was confirmed that their were no falls. The r ep used two open contacts to troubleshoot. The medical doctor spoke with the patient about a lead revision if necessary and the patient was receiving effective therapy. The patient was happy with their coverage and adjustment when they left the office. It was reported that the issue was not resolved. No surgical intervention occurred or was planned. It was asked but was unknown when the event occurred.